Event description:
It was reported that patient profiles could be selected; however, no medication orders populated on a specific pyxis medstation. As a result, nursing and pharmacy staff were reportedly unable to view active medication orders on the device and were required to remove medications via override without order visibility. Due to this issue, an event was reported involving a bumetanide intravenous piggyback (ivpb) order. The prescribed dose required removal of four vials; however, because the order was not visible on the pyxis medstation, fewer vials than required were reportedly removed. The patient, who had been admitted for acute-on-chronic congestive heart failure, subsequently received a lower-than-intended dose. Following administration, the patient¿s condition reportedly worsened, including progression to respiratory failure, worsening arterial blood gas (abg) values, and decreased responsiveness. The patient was placed on bipap, subsequently required intubation, and was transferred to a higher level of care. This reportedly resulted in an extended length of stay beyond the expected course of treatment. The patient has since been discharged, per report. Bd received additional information through due diligence efforts. When asked whether the user relied solely on the pyxis system for medication removal or whether the electronic medical record (emr) and/or provider orders were also referenced during medication preparation and administration, the pharmacy manager stated that it could not be confirmed whether the nurse relied solely on the pyxis system. The pharmacy manager further indicated that the pyxis system is one of several safety measures typically used in the medication-use process. However, the nurse manager of inpatient services stated that the pyxis medstation could not be used as a reference because it did not display patient profiles at that location. All medications were required to be removed via override at that device. The nurse manager further indicated that the emr (electronic medical record) and provider orders were referenced prior to medication preparation and administration. Preliminary assessment confirmed that the device appears to be configured in non-profile mode. In this mode, patient-specific medication orders are not displayed; therefore, medications do not appear under patient profiles on this device, and the device was working as intended. This finding was communicated to the pharmacy manager on (B)(6) 2026. The customer subsequently inquired whether the pyxis device had previously been configured in profile mode. The pharmacy manager stated that their nursing staff reported the device had previously been configured as a ¿profiled¿ station but ¿was later changed¿. Historical record of the device shows that it was installed at the facility in 2021 and configured as non-profile mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.